Event description:
I got the essure procedure in 2006. I had asked for a tubal ligation but my ob/gyn pushed this on me stating that it was easier to do, faster, no incisions, faster recovery, etc. A tubal ligation wasn't even an option. She explained she would do it outpatient at the hosp and I would be in a twilight so I didn't feel anything. First couple months no major issues, just strange periods and some pain/discomfort in my stomach. However as time went on, I started getting more and more health problems, more and more pain, and was only about (B)(6). The stomach pains didn't go away so I asked my dr about it, who referred me to another dr, which ultimately lead me to having gallbladder removal surgery in 2008. In 2010 I went to many drs, one for consistent knee pain, which ultimately showed that the pain was coming from my lower back, not my knee at all. In the same year I began asking my dr about heart palpitations as there were / are times I can feel my heartbeat, or notice it beating at a very fast very hard pace. Again, multiple tests, but nothing to determine what it was. I still deal with this on a regular basis. About 2 yrs later, I went in for major shoulder pain and due to the arthritis, I had to have my right shoulder replaced. I've lost at least 2/3 of the hair I used to have with it coming out in chunks, which I've always had healthy long hair. I was diagnosed with depression and am still on this medication to this day. On top of this, I was diagnosed with situational and floating anxiety and panic attacks within the last 2 years and on medication for that. I have to take cymbalta for fear that my rheumatoid arthritis will become active again and while blood cell count is off of the charts, I still fear more damage in my other joints. My entire life, I've had good blood pressure, but about 8 months ago was diagnosed with high blood pressure (150's/110's) and am still on medication for this. About 5 yrs ago when I moved back to (B)(6) (from (B)(6)) I began seeing my previous ob/gyn; I tried to explain that I was having issues with my periods, with some lasting over 17 days, some only 2 or 3, some coming days after the last one ended, etc. They ran test and after test, always diagnosing me with either bacterial vaginosis or yeast infection (from the medication). I had a horrible "itch" down there around the area of my vagina as well but my dr couldn't figure it out, and it was to the point where I itched so bad and I was so raw. I could barely sit down without crying. Finally I went to a new gyn and she saw what I was talking about, did a biopsy, diagnosed me with allergic contact dermatitis (which makes sense because all along I've been allergic to nickel, but not one person told me there was nickel in these coils. While she treats me for this dermatitis and the steroid ointment helps at times. I am still miserable some days because it simply won't go away. I've been using this ointment for 1 1/2 years now which is way too long but without it, I 'd lose my mind. I get incredible stabbing pains in my lower abdomen where it feels like a knife is inside of me twisting, to the point where I either passed out or almost passed out. I've also had frequent urination since 2007. So first I had to have "surgery" to get the coils in me, then another to get my gallbladder removed then another to replace my shoulder, and now I have to have a hysterectomy which is scheduled for (B)(6) 2019. When the tech did the ultrasound, only 1 coil was found as well, so now we have no idea where the 2nd coil.